Event description:
A falsely elevated ctni result of 1.50 ng/ml was obtained on a pt sample. This result was not reported to the physician. The same sample was tested on the same analyzer as the customer was running in duplicate and a ctni result of 0.00 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Laboratorian indicated problems with sticking mixers in the instrument.